Event description:
It was reported from a social media post that during da vinci-assisted surgeries, the universal cannula seal broke. It is unclear if fragments fell inside the patient and if so, were the fragments retrieved. The surgeon indicated that the occurred twice within the last 2-3 weeks.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.